Event description:
It was reported that during a pump replacement for eol it was noted that when the pocket was opened and the pump disconnected from the catheter there was no cerebral spinal fluid (cfs) even with a syringe. The pump and catheter were replaced. The old catheter tip was noted to have brown and black discoloring. The pump had morphine 100mg/ml and an unknown clonidine concentration in it. It was reported that the new catheter had great cfs flow. The morphine and clonidine was not put into the new pump because the drug had precipitated and had large chunks of white solid matter in the syringe. Pf normal saline was put into new pump. It was noted the patient experienced no symptoms as the battery had not depleted and was a routine battery change. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly; normal battery depletion. Returned for analysis was incomplete catheter in segments; analysis of the same revealed acceptable catheter testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w lot # l50967 implanted on: (B)(6) 1998 explanted on:unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.